Event description:
On (B)(6) 2019, the patient underwent mitral valve replacement surgery, tricuspid repair, left and right atrial cryoablation and insertion of an arrhythmia recorder. A 31 mm epic valve was implanted but the valve was sized using a mechanical valve sizer instead of the epic sizer. During the procedure, it was found that the valve did not fit into the mitral valve annulus, and so a smaller epic 29mm valve had to be implanted, leading to several sutures being torn out. According to the implanting physician, this may have contributed the bleeding complications during the procedure, which was managed with non-abbott pericardial patches prior to implantation of the epic 29mm valve (sn (B)(4)). Due to persistent bleeding a tachosil patch and tabotamp were used in addition to packing site with abdominal clothes and the thorax left open. At the end of the procedure, the patient was in a moderately stable circulatory condition, under high-dose catecholamine therapy, intubation and ventilation and was transferred to the intensive care unit with an open thorax. Five days post procedure after the patient was weaned of extracorporeal circulation and intubation, major bleeding and pericardial tamponade occurred, and the patient died. (B)(6) 2019.

Event description:
The reported event that the valve did not fit in the annulus could not be confirmed. The investigation confirmed the valve met dimensional and functional specifications when analyzed at abbott. Information from the field indicated that the annulus had been sized with a mechanical valve sizer against the instructions for use, artmt100110484 version a. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event that the valve did not fit in the annulus could not be confirmed. The investigation confirmed the valve met dimensional and functional specifications when analyzed at abbott. Information from the field indicated that the annulus had been sized with a mechanical valve sizer against the instructions for use, artmt100110484 version a. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event was due to the use of the incorrect sizer set to size the annulus.